Manufacturer narrative:
Stenosis or increased gradient of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. There are cases of svd that result in a combination of regurgitation and degeneration. It may be mild and not require any intervention or it may be moderate to severe. In these cases, it causes the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. In this case, the valve was reported for ¿mildly thickened aortic leaflets, mod stenosis, mod regurgitation¿ which is valve degeneration. This could be due to early calcification of the leaflets, host tissue overgrowth or in rare cases, a nonfunctioning leaflet. A very common failure mode is tissue calcification. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, the root cause of this event could not be determined, however, the patient¿s co-morbidities may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported by the source xt clinical trial study through the european edwards affiliate, four years and ten months after the implantation of a 23 mm sapien xt valve in aortic position, the patient was hospitalized for aortic bioprosthesis degeneration with severe regurgitation and stenosis. The same day of admission, the patient passed away due to a myocardial infarction.